Event description:
Biomed reported an under infusion of tpn. Infusion was programmed to deliver 103ml/hr. Total amount to be infused was reported as 2476ml. Customer reported 547ml infused after 6 hours and 946ml infused after 12 hours. Customer reports a difference of 250ml underinfused. No patient harm and no medical intervention. If device received, investigation will be performed. A follow up report will be sent.